Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Recall: z number correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Part 09.402.020s, lot h027990: manufacturing location: supplier (B)(4), packaged by: (B)(4). Manufacturing date: june 01, 2016. Expiration date: april 30, 2021. Inspection sheet for incoming final inspection meet inspection criteria. Component parts were reviewed. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the radial head construct was loosening causing in not to heal correctly. A revision surgery to remove the stem and head was performed on (B)(6) 2017. The patient was revised with a non-synthes construct. There surgery was completed successfully, no additional medical intervention was necessary and the patient was stable following surgery this is report 2 of 2 for (B)(4).